Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that after the pt hit her head approx 2 weeks prior, the pt's head "wants to jerk". The pt hit the "wire on her head". The device was on. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.